Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer was also suffering from symptoms of a seizure. The customer's blood glucose reading was 46 mg/dl at the time of the event. The customer stated that the buttons have been melted or burnt on the inside. The buttons were unresponsive at the time of the report. Nothing further was reported.